Event description:
Pt had a hysterectomy. Went home 2 days later, 2 days later incision was bleeding somewhat. Pt called dr. And they asked if pt needed to be seen. Pt told them they were o.k. And had appt. When pt got to drs. Office md. Removed bandage pt had on and the pt's intestines started to come out. Sutures had broken midline.